Event description:
It was reported that the physician had stated that they have had to extract four or five of these single coil model leads due to fracturing prematurely. The physician noted that the time frame was about a year and a half for the fracture to occur. The physician did not note any patient complications as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).